Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slipped off during use. The customer noticed that the tip cover appeared to be bigger or looser than usual. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue with the tip cover accessory was identified during the procedure on september 19th. The reporter stated they did not believe the accessory fell inside the patient¿s body but could not be 100 percent certain; it seemed to have simply slipped. There was no injury to the patient as a result of this incident, and the procedure was completed as planned with no issues. Additionally, the event did not cause any delays to the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of arcing, and the item was not returned as it was disposed of in error.

Event description:
Refer to h11 for follow-up information.